Event description:
The patient called to report that the needle popped out on the v-go on its own. This was after about 2 hours. It was about 230pm in the afternoon. He pushed it back in and it clicked. He said he was sure he never pressed the needle release button. At about 9pm the needle retracted again. He pressed it back in again and it clicked again. Then he went to bed and woke up from needle pain. The needle was out again, and then the v-go was coming off his arm, so he took it off the rest of the way. This was after it had been on for about 10 or 12 hours. It was about 11pm. He could smell insulin too. He said he had high blood sugar. It went up to about 260. There were no symptoms. He gave himself an injection with a disposable syringe and went back to bed. He did not measure his blood sugar till the next morning at 8am. He measured a 123. He said a normal range is around 125. He put on a new v-go this morning at about 8am. He said the stickiness of the pad was an issue.